Event description:
It was reported that an unspecified quantity of large volume infusors appeared to have a ¿cork¿ type particulate detected in the interior of the device. This was found during the visual inspection before use. The device contained 3600 mg fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between august 10, 2023 ¿ august 14, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and a black ¿cork¿ type particle inside the fluid-filled bladder was observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause is use-related due to the particles reportedly coming from the rubber stoppers of the drug vials that filled in the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.